Event description:
It was reported that the reservoir was contaminated with a hair when opened. It is unknown if the contamination of the reservoir occurred after opening the package. The procedure was successfully completed with another device.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis reservoir underwent a thorough analysis. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the reservoir was contaminated with a hair when opened. It is unknown if the contamination of the reservoir occurred after opening the package. The procedure was successfully completed with another device.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.